Event description:
It was reported that the patient's lead has high and low impedances. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained. Patient has ineffective stimulation of the left lead. As a result, surgical intervention maybe undertaken to address the issue.